Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a posterior cruciate ligament reconstruction procedure, two(2) healicoil knotless anchor failed. The first one enter the patient without any problem but when traction was performed to fix the other end it came out of the surface completely; the second device broke while it was being fixed; the tip of the anchor was attached to the threaded part but it did not enter and then broke. The procedure was successfully completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H2: h6 updated (health effect - impact code). H3, h6: part of the reported device was received for evaluation. A visual evaluation showed the distal anchor, distal plug, and proximal body anchor were not received. There are signs of use including bio debris on the insertion tool. A functional evaluation showed the orange knob will rotate the outer insertion tube. The black deployment knob advanced and backed the distal rod. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: h2: corrected data on b1, b2, b5 and h6.

Event description:
It was reported that during a posterior cruciate ligament reconstruction procedure, two(2) healicoil knotless anchor failed. The first one enter the patient without any problem but when traction was performed to fix the other end it came out of the surface completely; the second device broke while it was being fixed; the tip of the anchor was attached to the threaded part but it did not enter and then broke. All broken pieces were removed from the patient with kelly clamp and dissection. The procedure was successfully completed with non-significant surgical delay using a back-up device on two additional bone holes. No further complications were reported.